Manufacturer narrative:
The device is available for eval. However it has not yet reached the mfg site for investigation. A f/u report will be filed once the investigation is complete.

Event description:
Procare tech ables stated that the product heated up quickly while he was testing it during a routine procare visit. No pt involvement.